Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) lead exhibited low impedance measurements. Programming changes were made to address the issue. The patient was in stable condition.